Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench. Upon evaluation of the customer¿s device, physio-control observed an "abnormal energy delivered" message. As a result, the wrong defibrillation or no defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench. Upon evaluation of the customer¿s device, physio-control observed an "abnormal energy delivered" message. As a result, the wrong defibrillation or no defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to a broken internal strap to the main charge capacitor. An internal x-ray of the main capacitor was performed and it was observed that an internal strap was broken from one lug. This caused the device to not be able to charge and shock correctly. The customer received a replacement device.